Event description:
The surgeon attempted to implant a lens, surgery was aborted due to the patient's back capsule collapsed. The incision was enlarged to remove the lens. No other information has been forthcoming.